Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/12/2015 as follows: the display was found to be dim with red letters. The battery cap was unavailable for testing; a test cap was used for all investigation steps. The pump failed to recognize the cartridge during the load step which prohibited complete testing. A force sensor calibration test revealed that the sensor was not detecting the correct force at 5 pounds. The resistance on the force sensor was measured and found to be out of specifications. The pump was opened for further investigation and contamination was found on the force sensor shim. The black box showed a time and date reset event to the default setting following a power reset event. Further investigation revealed a malfunction to the internal clock battery. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim, red display, a missing battery cap, a load step malfunction, and a force sensor malfunction with contamination. This report is made based on results of investigation completed on 01/12/2015.